Event description:
It was reported a device was used during a gyn procedure. The device seal ripped. A piece of the seal was missing and found in the patient and retrieved. Case was completed with another 512on. No patient consequence.